Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024 on a nasal sample. The first test generated a positive result. The other two tests generated negative results. The consumer was experiencing cold symptoms. Additionally, the consumer stated that she used zicam as a treatment to shorten the length of her cold. No additional patient information was provided.

Manufacturer narrative:
Test #1 information: d4 lot: 215580. D4 expiration: 14may2024. D4 UDI: (B)(4). Test #2 and test #3 information: d4 lot: 219437. D4 expiration: 19jul2024 d4 UDI: (B)(4).. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 215580 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 215580 and test base part number 195-430h/ lot 209962. The lot met the required release specifications. A review of the complaints reported false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 215580 showed that the complaint rate is (B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 219437 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 219437 and test base part number 195-430wl / lot 217289. The lot met the required release specifications. A review of the complaints reported false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 219437 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however it could have possibly been related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. H3 other text : single use; device discarded.

Manufacturer narrative:
Test #1 information: d4 lot: 215580, d4 expiration: 14may2024, and d4 UDI: (B)(4). Test #2 and test #3 information: d4 lot: 219437, d4 expiration: 19jul2024, and d4 UDI: (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.

Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024 on a nasal sample. The first test generated a positive result. The other two tests generated negative results. The consumer was experiencing cold symptoms. Additionally, the consumer stated that she used zicam as a treatment to shorten the length of her cold. No additional patient information was provided.